Event description:
Alleged unintentional movement caused by possible fluid ingress on the logic board.

Manufacturer narrative:
The facility cleaned the logic board of the fluid contamination to repair the bed.